Event description:
It was reported that a pump pocket fill had occurred. The patient had presented to the emergency room for an issue unrelated to her pump. The patient was admitted and seen in consultation by a pain management specialist. The pump was interrogated. The pump was then refilled with clonidine, dilaudid and bupivicaine; "a portion of the refill volume was filled in the pump pocket. The patient experienced numbness in her abdomen; shortly after that, the patient "coded" and was admitted to the intensive care unit. A "wheel" was palpated over the pump. Ultrasound did not reveal any fluid in the pump pocket. The hcp recommended that the pump be accessed to check volumes; then set the pump to minimum rate or refill with saline. It is unknown if these measures were taken. The patient was treated for overdose symptoms and recovered from the event.